Event description:
It was reported via medwatch mw5156507 that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the distal tip of the ivus catheter broke within the distal saphenous vein graft (svg). The physician was able to address the issue by trapping the ivus catheter tip behind a 4.0 x 38 mm stent. The procedure was completed with no immediate patient complications reported.